Manufacturer narrative:
The complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10253. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 27mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but need to be fully recaptured. Upon the full recapture, the physician noticed a pericardial effusion occurred. The physician decided to implant a 24mm closure device to complete the case and observe the patient. The patient was observed for 30 minutes on the table after the procedure. About one hour post procedure, a repeat transthoracic echocardiogram (tte) was performed. The patient was stable the entire time.